Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell causing pump to vibrate and shut off, pump also had scuff marks. . Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display with an unexpected intermittent vibration, problem was isolated to connector. We were unable to perform self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify display anomaly due to blank display anomaly. The device was received with minor scratched display window and case.